Event description:
It was reported during reprocessing that the user facility found a chipped insulation on the permanent cautery spatula instrument. Nothing reportedly fell into a patient. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
Intuitive surgical, inc. Received the instrument involved with the complaint. Engineering confirmed that the ceramic sleeve was broken at the base of the spatula with a small piece removed. Evidence not conclusive, but damage likely due to mishandling. The instruments & accessories instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.